Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving unspecified low sensor scans and that his ¿glucose was incorrect¿. The customer stated "he felt his hypoglycemia" which led him to "lose reasons" and become aggressive towards the police officer. The customer do not perform a comparative glucose reading; however, he self-treated with sugar and consequently, he reportedly experienced diabetic ketoacidosis (dka) and lost consciousness. The customer was seen at a hospital where he was treated, but he does not know what treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving unspecified low sensor scans and that his ¿glucose was incorrect¿. The customer stated "he felt his hypoglycemia" which led him to "lose reasons" and become aggressive towards the police officer. The customer do not perform a comparative glucose reading; however, he self-treated with sugar and consequently, he reportedly experienced diabetic ketoacidosis (dka) and lost consciousness. The customer was seen at a hospital where he was treated, but he does not know what treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.